Manufacturer narrative:
Device history record (DHR) review was performed. No related deviation, ncmr, nc or CAPA was initiated during the manufacturing process of the reported lot. All devices meet material, assembly, and performance specifications at the time of product release. The product sample was received for evaluation. A visual inspection of the returned product did not reveal any obvious defects or damage. Functional testing was unable to be performed due to difficulty depressing the syringe. There seemed to be a blockage that was limiting the depression of the syringe. There was not visible blockage inside of the luer or the tubing line. The reported issue is confirmed. As the reported issue was identified as a supplier related nonconformance, an internal investigation has been opened to address the issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that suction loss occurred after the laser fired. The procedure was completed. There was no patient harm.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.